Event description:
It was reported that a user experienced dexcom g7 sensor pairing failure with the ilet; the initial sensor reportedly lacked an inserter tip, the replacement sensor remained in pairing, and a subsequent sensor successfully connected and entered warmup before the ilet was set to bionic mode. Investigation included review of system behavior after factory reset, and follow-up of glucose trends. Further investigation of this case revealed user error related to performing a factory reset and initial sensor application issues, with resolution after sensor replacement and system reconfiguration. Symptoms included dry mouth, headache and frequent urination while the cgm later displayed high glucose that subsequently stabilized to 160 mg/dl range the same day. Outcomes included transient loss of cgm-driven automation without hospitalization. It was concluded that the event involved cgm pairing failure to the ilet due to user handling and sensor-related issues, with restoration of normal function after correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.